Event description:
It was reported the cardiosave intraaortic balloon pump (iabp) unit will not power up. No patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit was not powering up. A getinge field service engineer (fse) stated, he spoke with the customer biomed rep and found that the unit was not seated into the cart, it was not charging. He had them engage the console into the cart and the unit began charging and latched properly. They kept the unit in biomed until it was fully charged. The customer returned the unit to clinical service and cancelled the request for onsite service. There was no patient involvement. H3 other text : customer cancelled the request for onsite service.

Event description:
N/a.